Manufacturer narrative:
Results: the embolization coil of the penumbra smart coil (smart coil) was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned devices revealed that dried fluid was occluding the lumen of the returned non-penumbra microcatheter. This occlusion prevented the microcatheter from being flushed. Once the dried fluid was pushed out of the microcatheter by a penumbra investigator, the first smart coil evaluated was advanced through the returned microcatheter and a demonstration microcatheter without issue. The second smart coil evaluated had offset coil winds on the embolization coil. This damage may have occurred due to forceful advancement of the smart coil through an occluded microcatheter lumen. The offset coil winds prevented the smart coil from advancing through a microcatheter during functional testing. The occlusion observed in the returned non-penumbra microcatheter likely contributed to the physician's inability to advance the smart coils during the procedure. The kinks observed throughout the returned non-penumbra microcatheter and the first smart coil¿s pusher assembly were likely incidental and may have occurred during packaging for return to penumbra. The other devices mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00504, 3005168196-2018-00505.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed and detached four smart coils using a non-penumbra microcatheter and the handle. It was reported that one of the four smart coils (lot #: unknown) needed two attempts to detach with handle. Next, the physician attempted to advance two new smart coils (lot #: f74319) out of their introducer sheaths and into the microcatheter but was unable to advance the coils out. Therefore, the smart coils and the microcatheter were removed. The procedure ended at that point because the existing packing density in the aneurysm was sufficient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Date of event is being updated on this follow-up #1 MFR report based on additional clarification provided by the penumbra sales representative on 08-mar-2018.